Event description:
Two warning stickers have been added to the front of the mustang to point out the potential risk of finger entrapment. This info is also added to the IFU. Customers are informed and have received warning stickers to add on the device. Customers are informed where to find the new IFU or have received it.